Event description:
It was reported that the patient had a change in pain that started 2 months ago; they are doing an MRI (magnetic resonance imaging) for suspected granuloma. The pump was being used to deliver hydromorphone, clonidine, and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was further provided that there were no issues relating to the pump. The patient was having follow-up with his chronic pain physician for his current pain issue. No other action was required. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8731000001, serial# (B)(4), product type: catheter.

Event description:
It was further reported that the results of the previously scheduled MRI revealed no granuloma, but it was also noted that the "mass" was found in 2012. The level of the catheter tip was unknown. A vascular surgeon was consulted, an aneurysm was found, and it was being followed. The patient was to get an MRI done "within the subsequent few weeks" for new complaints of pain; to rule out a possible granuloma for differential diagnosis.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).